Manufacturer narrative:
Work order search: one similar complaint was reported for units within the same lot. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -12.5 diopter, in her left eye (os). The patient reported reduced visual acuity and was wearing glasses. The lens was implanted on (B)(6) 2011. The facility reported the patient had decreased visual acuity due to a cataract had developed. Surgery is planned at a future date for removal of cataract. The facility reported the event was not device related. The facility reported the patient had lasik on (B)(6) 2011 and was prescribed medication for night driving. The lens remains implanted.